Event description:
During a biliary manometry procedure, the physician used a cook endoscopy tracer metro direct wire guide. The wire guide was used with a lehmen sphincter of oddi manometry catheter. During use, the tip of the wire guide coating detached in the pt. The physician performed a balloon sweep of the duct and placed a stent to facilitate natural passage of the wire guide coating through the gastrointestinal tract. The pt did not require any additional procedures related to this occurrence. The pt did not experience any adverse effects, due to this observation.

Manufacturer narrative:
Eval: we were unable to confirm the report as it was described because the affected product was not returned to cook endoscopy for eval. We were unable to conduct a review of the device history record or conduct a sample test from this lot because the lot number was unable to be provided. After a review of the account ordering and shipping history, the lot number was unable to be determined. A review of the twelve month complaint history for this product family was conducted. Based on this review, the likelihood of this type of report is rare. Conclusions: the info provided indicated that the tracer metro wire guide was used with a lehman sphincter of oddi manometry catheter. This wire guide is not compatible with this manometry catheter. The wire guide is 0.021 inches in diameter and the wire guide channel of this catheter accepts wire guides that are 0.018 inches or smaller. Use of this wire guide with an incompatible accessory device is the most likely cause for damage to the wire guide coating. If excessive pressure is applied, perhaps in response to resistance caused by using an incompatible accessory device, this can cause damage to the wire guide coating. Prior to distribution, all tracer metro direct wire guides undergo a visual inspection to ensure device integrity. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of wire guide coating separation near the distal end. Although the lot number and mfg date were unable to be determined we can advise that this product was mfg prior to implementation of the corrective action based on the date of this report was provided. No further action is required because the info provided indicated the wiere guide was used with an incompatible accessory and this is the most likely cause for the reported observation. The complaint risk priority number (crpn) for this type of occurrence has been calculated based on the rate of occurrence and severity of the outcome. Based on the activity, no further action is warranted at this time. The likelihood of this type of occurrence is rare. Customer qa will continue to monitor for complaint trends.